Event description:
The customer reported that the canopy has a tear in the panel. They did not specify which panel. No pt injury was reported.

Manufacturer narrative:
(B) (4). Evaluation of the returned product shows that the large window a zipper slider body is open. There is other damage to the canopy not relevant to this complaint. (B) (4).